Event description:
It was reported that after placing the implant device in the patient, an x-ray indicated the implant had fractured. The top 25% of the proximal stem fractured. The doctor decided to leave the implant in the patient. Although the device fractured, it was reported the patient was not injured. No revision surgery or medical intervention was required. Additional information received via phone call with dr (B)(6): the procedure performed for this event was a mcp arthroplasty. Dr (B)(6) says he will look into providing studies/study results and surgical and/or post op notes that can assist the investigation. He clarified that he did mean 25% of the tip fractured. He left the implant in. He thinks it will hold. He agreed to inform integra if a revision is needed.

Manufacturer narrative:
The device will not be returned since it remains implanted. Based on reported information, integra has initiated an investigation.